Event description:
The customer reported that liquid had saturated the mattress cover and soiled the inside. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Mattress discarded and will be replaced.